Event description:
Customer reportedly obtained results of 2.9 inr on the coaguchek xs system and 4.3 inr on a comparison lab. Based on lab, customer was told to hold dose that day and then the dosage was reduced. No adverse event reported. Requested return of suspect system and replacement was sent.